Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a merlin.net transmission from (B)(6) 2016 showed many right ventricular noise reversions resulting in automatic mode switch episodes. The patient was not dependent or symptomatic. The patient would be scheduled for follow up and would be thoroughly evaluated. The lead remains implanted, no additional information was available.